Event description:
It was reported that an amia automated pd cycler set experienced a low priority alarm (max air exceeded) alarm. This occurred during an unspecified process step of peritoneal dialysis therapy. The patient was connected at the time of the event. During troubleshooting, it was determined that there was leak from an unspecified location. The leak was further described as ¿little solution was leaking¿. The patient would complete therapy by manual exchange. Proper procedures per the user manual were reviewed with the patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a leak from an unknown location was reported, which is known to cause this alarm. The cause of the leak could not be determined. Should additional relevant information become available, a supplemental report will be submitted.